Event description:
Customer reportedly received results of 145 mg/dl, 78 mg/dl, and 91 mg/dl on the same device within 10 minutes. No symptoms of high blood. No action was taken based on device results. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.